Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she noticed air bubbles in the tubing and reservoir. Customer's blood glucose level was 95 mg/dl. It was somewhat wet around the reservoir. The device was not returned.